Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Inappropriate auto mode switch episodes due to atrial lead noise were observed. The noise could not be reproduced with isometrics and pocket manipulation. No programming changes were made. The patient was not symptomatic and would be monitored.